Manufacturer narrative:
Product event summary: data files and the 2af283 balloon catheter with lot number 21685 were returned and analyzed. One patient data file was received and recorded on the reported date of the event. The patient file showed six applications were performed using balloon catheter number one identified as 2af283 with lot number 21685. The patient file showed 24 applications were performed using catheter number two identified as 2af283 with lot number 20370. The patient file didn't show any system notice on the reported date of the event. Console output data (pressure, preset pressure, and flow) showed pressure was tracking preset pressure and flow readings are as expected. However, the temperature profile was unexpected(colder than usual reaching -65 ¿) during ablation at applications 4 and 5. The failure file was not received. Visual inspection of the balloon catheter was performed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was used for 15 applications. However, the catheter usage date recorded on the smart chip 2025-01-09 did not correspond to the event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported temperature issue was observed in the data files however was not confirmed through testing of the balloon catheter. The balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using a balloon catheter, the temperature dropped too quickly during the freezing process, making the surgery impossible to complete using that balloon catheter. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.